Event description:
It was reported that the patient presented in the ER with loss of capture. Patient was syncopal. Programming changes were made. Lead revision was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.